Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched alarm, determined to be caused by a severed motor mount screw being jammed between the link and the lower link switch, causing the switch to remain open. The failed motor mount screws were replaced.

Event description:
It was reported that a spectrum infusion pump alarmed door not fully latched. It was also reported that there was no pt injury.